Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the surgeon was able to press the green button and unable to squeeze the handle, hence the device did not fire. Other reloads were opened to complete the procedure. There was no patient injury.